Event description:
It was reported that this right ventricular (rv) lead was revised the day after implant due to a suspected dislodgement. Technical services (ts) recommended a potential xray, which was performed and confirmed the correct positioning of both leads. The ra and rv lead remain in service. No additional adverse patient effects were reported.